Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set detachment (B)(6) 2024. The site of detachment was tubing hub. The infusion set was in use for 2-3 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-05972- device 2 of 4. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.